Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es failed drawer not detected on communication bus. The customer reported that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height drawer in the main cabinet and the pyxibus cable were not seated properly. A field service engineer reseated the pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.